Event description:
Caller reported that a tandem mobi cartridge alarm occurred. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer was able to reload the cartridge after the pump reset and successfully resumed insulin therapy, resolving the issue.